Manufacturer narrative:
A correlation between the patient's outcome and the use of the pump could not be determined. No mechanical or vad related issues were reported. No product was available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired due to multi system organ failure. No mechanical failure was reported with the device.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.